Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided indicating that the iol was exchanged for a different model and a half a diopter difference of power. The prognosis is good. In the surgeon's opinion the cause of the event was described as poor vision quality with multifocal iol. Va never better than 20/50 with the multifocal iol, 20/25 after exchange with a monofocal iol.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other similar complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the patient experienced worse vision than before surgery. The iol was exchanged approximately two months later. Additional information has been requested.